Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient reported left "breast became painful and firm and a little larger" and "implant has ruptured and leaked silicon into the breast tissue and some of the silicon has been picked up by the lymph system and is in the [left] armpit" diagnosed via mammogram and an ultrasound scan. Device remains implanted.

Event description:
Patient later reported capsular contracture, baker grade IV and ¿small numerous siliconomata.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b3, b5, d1, d3, d4, d6a, g1, h4, h6 the reported events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma and capsular contracture, baker grade IV.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Patient reported left "fluid (dark) - sierohaematoma, seroma along with blood", "implant ruptured and surrounded by seroma". Device has been explanted and replaced.